Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. One device was returned for analysis with complaint of broken dose cord connection. Event history log was reviewed and no relevant event history found. Service history reviewed, and no relevant service history found within review period. Visual/functional testing was performed, and it was found that the air in line sensor was dented, and the downstream occlusion (dso) seal was delaminating.

Event description:
One device was returned for repair of reported broken remote dose cord. Analysis of device found the downstream occlusion (dso) seal was delaminating. There was unknown patient involvement, and no patient harm reported.